Manufacturer narrative:
Section b5: correction to date of repeat CT, date of event. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's primary care physician noted a "blister" over the distal end of the patient's sternal wound at the end on (B)(6). Aerobic cultures were negative. A chest computed tomography (CT) found 2.4 centimeter (cm) by 2.2 cm soft tissue infiltrate anterior to xiphoid abutting the outflow graft and driveline. The patient was started on oral doxycycline. The patient had no erythemia. Infectious disease was consulted for management. The patient was last seen on (B)(6) 2020. The lesion continued to drain a small amount. The lesion was covered with eschar. A repeat CT scan was performed on (B)(6) 2020. The repeat CT showed interval decreases in size of previously seen focal fluid. The lesion was now more soft tissue density. These findings were consistent with resolving fluid post surgical collection. The patient was to remain on doxycycline.

Manufacturer narrative:
No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated, and will continue to be monitored through quality data reviews, which are conducted on production, and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's primary care physician noted a "blister" over the distal end of the patient's sternal wound on (B)(6) 2020. Aerobic cultures were negative. A chest computed tomography (CT) found 2.4 centimeter (cm) by 2.2 cm soft tissue infiltrate anterior to xiphoid abutting the outflow graft and driveline. The patient was started on oral doxycycline. The patient had no erythema. Infectious disease was consulted for management. The patient was last seen on (B)(6) 2020. The lesion continued to drain a small amount. The lesion was covered with eschar. A repeat CT scan was performed on (B)(6) 2020. The repeat CT showed interval decreases in size of previously seen focal fluid. The lesion was now more soft tissue density. These findings were consistent with resolving fluid post surgical collection. The patient was to remain on doxycycline.